Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smart assist system. Section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Hemostasis was achieved. While on support the patient experienced continuous suction alarms. Echo had been obtained prior to that and per cardiologist impella was in ¿ok position.¿ the patient started having runs of wide complex tachycardia with a pulse after arriving. The provider agreed to get another echo given new persistent suction alarms now on p2 and arrhythmias. Impella noted at 4cm from av annulus, repositioned and measured 3.6 cm from av annulus. New cm marking at 90.5. P level increased to p4, but the patient continues to have suction. The patient has known mitral regurgitation (mr), difficult to assess at this time with color doppler. Suction alarms disabled, notified provider and nurse at bedside to monitor closely for signs of hemolysis. The patient also had hemostasis which had been achieved with the two per close sutures that had been placed at time of insertion. The patient was successfully weaned from the impella and the device explanted.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.